Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing from integration server. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) advised the user to restarting the server. The orders had appeared afterward. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.